Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to connect to the patient controller. Prior to the issue, the patient underwent an unrelated surgical procedure but did not place the ipg into 'surgery mode'. Manufacturer representative met with the patient and troubleshooting was not able to resolve the issue. The ipg will be replaced on an unknown date.